Event description:
It was reported that the ilet and its charging pad were overheating, and the ilet had not been charging past a low battery level until it was removed from the charger, after which the battery percentage increased; blood glucose remained unaffected and no alarms or alerts were noted, and the affected component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed overheating of the device associated with the battery, with findings consistent with an insulation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.